Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received that the patient's scs system was explanted.

Event description:
Related manufacturer report number: 1627487-2023-01926. It was reported that the patient was experiencing an infection at the lead site. As a result surgical intervention is planned to explant the drg system.

Manufacturer narrative:
Date of event is estimated.